Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the thermistor failed which was indicative of an e6 error code. The reported conditions were confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a cochlear surgery, it was observed that the hand piece of the motor device overheated, had an e6 error code and the hose made a hissing sound. As a result, there was a 35 minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was patient involvement. There were no injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.